Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events that were consistent with thrombus passing through the pump; however, suspected thrombus was unable to be confirmed through this evaluation as no diagnostic images or product were available for evaluation. The patient was implanted with a heartmate 3 left ventricular assist system (lvas) on (B)(6)2024. It was reported on (B)(6)2024 that the patient had multiple low flow events while ambulating. The patient was asymptomatic, and the patient¿s blood pressure and labs were within normal limits. It was noted that device flow went all the way down to 0.0 liters per minute (lpm). The patient¿s controller was exchanged. The patient underwent an echocardiogram and a computed tomography angiography (cta) of their chest. The cause of the low flow event was not determined; however, the patient has not had any further low flow alarms as of (B)(6) 2024. No changes to the patient¿s plan of care were made. The patient was stable and discharged from the hospital to inpatient rehabilitation. Review of the submitted log files confirmed instances of low flow alarms on the night of (B)(6) 2024. Flow was captured as low as 0.0 lpm. The low flow event on 15nov2024 resolved after approximately 17 minutes, and flags for motor instability were transiently captured as the low flow resolved. The low flow events appeared indicative of thrombus being ingested and passing through the pump. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flow events while ambulating. The patient was asymptomatic. Blood pressure and lab was within normal limits. An echocardiogram was pending. On interrogation it was noted that the flow reading went all the way to 0 during this event with no significant change in speed or pulsatility index (pi). The system controller was exchanged. The log files were reviewed and saw low flow events on (B)(6) 2024 in the system controller log files. The pump log file no longer contained data from (B)(6) 2024 because it was overwritten by new incoming data. The system controller log file also captured rotor instability events which also align with an increase in rotor noise. These issues can be caused by pump ingestion. The patient was stable. A computed tomography angiography (cta) scan of the chest was planned. A reason for the low flow/zero flow event was not identified. The cause of the rotor instability was not identified. The low flow events have resolved since the incident and no changes to patient care were made. The patient was stable and discharged from the hospital to inpatient rehab. The system controller (B)(6) was shipped to abbott.